Manufacturer narrative:
Other: it was reported that the right ventricular lead was replaced, due to varying impedance. No patient complications have been reported as a result of this event. Additional information was received reporting that there was high impedance and a lead fracture. No conclusion can be drawn. Impedance, high, lead(s), fracture of.

Event description:
It was reported that the right ventricular lead was replaced due to varying impedance. No patient complications have been reported as a result of this event. Additional information was received reporting that there was high impedance and a lead fracture.